Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hour, the baxter field service engineer stated that the accuracy is "ok".

Event description:
The facility reported that the accuracy is low. Information was not provided regarding whether or not the failure occurred during a patient infusion. Although, baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of patient injury or medical intervention associated with this event.